Event description:
Home pt reports a leak was noted in the pt line tubing of a homechoice integrated set during fill 1 of adp therapy with the homechoice machine. Pt was initially alerted to the leak when air bubbles were noted in the pt line. Pt noted the tubing at leak location appeared to have bend marks, "like when you bend a straw". The pt discontinued treatment for the evening and contacted her healthcare professional. Pt's healthcare professional requested the pt contact baxter's technical svc center for assistance in ending therapy and come to clinic next day for administration of prophylactic antibiotics. Pt did not contact baxter technical svc center, but ended therapy on her own and went to the clinic next day for prophylactic antibiotics. Per pt, no injury resulted from the incident. Pt reports no pets or children have access to pt line tubing.

Manufacturer narrative:
Pt's rn reports that pt has a pet cat at home and may have rodents in the house as well. Pt has been instructed to keep pets away from dialysis prods and to cover them when not in use.